Event description:
Healthcare professional reported deflation discovered during surgery and exchange of textured device due to patient's concern with product. Device has been explanted. This represents the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patients concern with the product. Deflation was discovered during surgery.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, creases flat, opening and yellow particle on the surface of the shell . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify two opening striated in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated edge opening on anterior. Side assessed as surgical damage.

Event description:
Healthcare professional reported deflation discovered during surgery and exchange of textured device due to patient's concern with product. Device has been explanted. This represents the right side.